Event description:
A us distributor reported that a patient was experiencing adjust belt messages and was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged belt and adjust belt messages) was due to the electrode belt dn to rear cable was severed and the wires were cut and broken. The root cause for cut cables was physical abuse. There was no adverse event that resulted from the damaged belt.